Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 894309 with an expiration date of 31-oct-2026. The c503 serial number used for initial results was (B)(6). The c503 serial number used for repeat testing was (B)(6). For (B)(6): calibration was last performed on (B)(6) 2025 with no issues. The qc data provided was within the acceptable range. The field service engineer (fse) found that the main gear pump pressure was high. The fse adjusted the main/gear pump pressures and the rinse/detergent cuvette levels. The cuvettes and the sample probe were replaced. Adjustments, checks, and precision testing were all acceptable. For (B)(6): qc was acceptable. Abnormal aspiration alarms were observed on the alarm trace data. The field service engineer (fse) found that the main gear pump pressure was high. The fse adjusted the main/gear pump pressures and the rinse/detergent cuvette levels. Precision results were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
We received an allegation of discrepant results for 3 patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Patient 1 initial result was 5.4 mg/dl. The repeat result from a different c503 analyzer was 10.2 mg/dl. Patient 2 initial result was 5.2 mg/dl. The repeat result from a different c503 analyzer was 9.50 mg/dl. Patient 3 initial result was 5.98 mg/dl. The repeat result was 9.11 mg/dl. The repeat results were believed to be correct.